Event description:
The biomedical technician reported the unit alarmed and shut down while in use on a patient. The lead respiratory therapist reported there was no patient harm, but did not know if the ventilaror alarm sounded. The hospital biomedical technician reported he found the ac power cord was not fully seated into the back of the ventilator, causing the backup battery to deplete and the ventilator to shut down. The biomedical technician reseated the power cord and the unit functioned properly. The lead respiratory therapist (rt) reported the ventilator was alarming while it was on battery and alerted the rt on shift with the patient that it was depleting at the end of use. The lead rt reported the battery depleted before they switched vent out, which is why the vent shut down.